Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient alleged the receiver at fault. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and root cause could not be determined.

Manufacturer narrative:
Com-(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Receiver charge and boot test was performed and passed. Receiver functional test was performed and passed. Data/share log reviewed. The customer complaint was confirmed because the log review showed an inaccurate reading of the fingerstick and cgm log. A probable cause could not be determined via product evaluation.